Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) has been requested.

Manufacturer narrative:
Additional narrative: the supplier¿s certificate of compliance (dated april 21, 2011) indicates the parts were manufactured to p/n 03.505.222, revision ¿d¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) revision ¿e¿ (dated april 29, 2011). There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. The material of the extractor was confirmed to be correct. The part conformed to all dimensional specifications at the time of manufacturing. The diameter of the part was confirmed to be within specifications. Per the supplier¿s certificate of compliance, the heat treat values meet required specifications.

Event description:
Device report from synthes (B)(6) reports an event in the (B)(6) as follows: during a procedure on an unknown date, the drill broke when the surgeon tried to remove a screw out of a patient. It was also reported, a small part of the drill that broke could not be found. No further information was provided. This is 1 of 1 device for this event reported on complaint (B)(4).